Event description:
Procedure: urological/gynecological. Reportedly, the pt underwent treatment for pelvic organ prolapse. Allegedly, the pt has experienced pain and injury, has undergone and will undergo corrective surgery or surgeries. Operative note, the preoperative and postoperative diagnoses included international continence society stage iii anterior vaginal wall prolapse, international continence society stage ii vaginal vault prolapse, international continence society stage ii posterior vaginal wall prolapse, rectocele, enterocele, and voiding dysfunction and the procedure included a davinci-assisted laparoscopic abdominal sacrocolpopexy utilizing soft prolene mesh for the vaginal vault prolapse, abdominal retroperitoneal repair of enterocele utilizing the soft prolene graft, abdominal vaginal rectocele repair using xenograft pelvicol along with perineorrhaphy, and cystoscopy with suprapubic tube placement for voiding dysfunction.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter the patient underwent treatment for pelvic organ prolapse. The patient reported to have experienced pain and injury, has undergone and will undergo corrective surgery or surgeries. Operative note, the preoperative and postoperative diagnoses included international continence society stage iii anterior vaginal wall prolapse, international continence society stage ii vaginal vault prolapse, international continence society stage ii posterior vaginal wall prolapse, rectocele, enterocele, and voiding dysfunction and the procedure included a davinci-assisted laparoscopic abdominal sacrocolpopexy utilizing soft prolene mesh for the vaginal vault prolapse, abdominal retroperitoneal repair of enterocele utilizing the soft prolene graft, abdominal vaginal rectocele repair using xenograft pelvicol along with perineorrhaphy, and cystoscopy with suprapubic tube placement for voiding dysfunction. The reason for mesh implantation: international continence society stage iii anterior vaginal wall prolapse, stage ii vaginal vault prolapse, stage ii posterior vaginal wall prolapse. Rectocele, enterocele, voiding dysfunction. Complications post pelvicol mesh implantation: in 2004 discharge summary status post pelvicol graft implant: postoperatively did well. Vital signs remained stable. Good urine output. Bowel function returned by post-operative day #1, was ambulating without difficulty, and was also voiding well with minimal residuals. Suprapubic tube was removed on post-operative day #2 prior to her discharge. Plan: prescribed colace and vicodin. Recommended to follow up with urogynecology associates and 6 weeks post operatively. In 2005, patient developed granulation polyp in posterior aspect of vagina. She had been seen several times in the office and a suture or a tract was not found. She had persistent vaginal bleeding and discharge and the decision was made to take the patient to the operating room (indirect information captured from the operative report).